Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed a navigation system check-out with the same instrumentation, all areas passed. The medtronic representative was unable to duplicate the event.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the system was intermittently tracking. The straight suction instrument and microdebrider were both found to be intermittently tracked. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.